Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the intraoperative puncture process, user suddenly felt the difficulty of inserting the needle, unable to enter and exit smoothly, and unable to puncture normally. After removing it, user found that the needle had penetrated the outer sheath and replaced it with a new needle to continue the procedure. Are images of the device or procedure available? No. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? No. Please describe the location in the body for the intended target site: pancreas. Please describe the size of the intended target site. 2cm*2.5cm. If not with the device in question, how was the procedure performed and/or finished? Replaced another new needle. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? Yes. What is the endoscope manufacturer and model number that was used? Olympus ultrasonic gastroscopy. Was force required on insertion of device into scope? No. When was the issued noted? On needle retraction. Was difficulty experienced while retracting the needle? Yes. Was the syringe used during the procedure, after the stylet was removed? Yes. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? Once. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.